Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the existing production documents and the returned device data. The manufacturing process of this ICD was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The returned device data were analyzed. The clinical observation was confirmed. The battery voltage turned out not to be as expected in regard to the charge drawn from the battery. A component flaw can therefore not be ruled out. Biotronik has informed the physician about the analysis result, who will decide based on the individual circumstances and the medical evaluation of the patient whether the device will be exchanged. If additional relevant information or the device itself should become available, this report will be updated and you will be informed accordingly.

Event description:
After an implantation period of approx. 63 months, it was reported that the device shows the eri status.

Manufacturer narrative:
The explant date was added to this report. Prior to the analysis of the device, the quality documents accompanying the production process of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. Subsequently, the ICD underwent a status interrogation with a clinical programmer, and the device memory was analyzed. Matching the clinical observation, the ICD displayed the device status eri. The charge drawn from the battery was checked, which showed an inconsistency between drawn charge and measured battery voltage. Premature battery depletion was confirmed during the analysis. This device is affected by the safety corrective action in the field, bio-lqc, that was communicated march 2021.